Event description:
This unsolicited device case from united states was received on 17-dec-2015 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and developed maculopapular rash, felt heat coming out of her body and flushing. Patient's medical history included autoimmune reaction to synthroid and unspecified drug allergy. Patient had no previous allergy to chicken products. No concomitant medication and concurrent condition were reported. On an unknown date in (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided). It was reported that the patient received synvisc one in both of her knees, one in (B)(6) 2015 and the other on (B)(6) 2015. On an unspecified date in 2015, 1 to 2 weeks after the nov injection, patient experienced a macropapular rash and flushing and went to a dermatologist. It was reported that the rash started on patient's ankles and was spreading to her breast, chest and neck. Further, reported that it continued to get worse. In addition, it was reported that the patient was on 2 rounds of prednisone but it got worse after cutting the prednisone. Also, reported that it looked like real bad sunburn that then turned pale. On an unknown date, the patient also felt heat coming out of her body. Also, reported that the injection actually helped in her knee. Patient was given synvisc-one by doctor before knee replacement. Patient had spoken to her rheumatologist and was going to see an allergist. Further, reported that the reaction was similar to autoimmune reaction that the patient had experienced previously to synthroid. Corrective treatment: prednisone for maculopapular rash and not reported for rest of the events outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for maculopapular rash. Pharmacovigilance comment: (B)(4) comment dated 23-dec-2015: this case concerns a patient who reported that after receiving synvisc one injections in both knees she developed a maculopapular rash. Based upon the information provided regarding the positive temporal relationship the causal role of product cannot be denied from the occurrence of the event. However, lack of information regarding the patient's relevant medical history, concurrent conditions, risk factors and the concomitant medications that the patient is receiving, the complete case assessment is not feasible.

Event description:
This unsolicited device case from united states was received on 17-dec-2015 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and developed maculopapular rash, felt heat coming out of her body and flushing. Patient's medical history included autoimmune reaction to synthroid and unspecified drug allergy. Patient had no previous allergy to chicken products. No concomitant medication and concurrent condition were reported. On an unknown date in (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection, once (dose, indication, batch /lot number and expiration date: not provided). It was reported that the patient received synvisc one in both of her knees, one in (B)(6) 2015 and the other on (B)(6) 2015. On an unspecified date in 2015, 1 to 2 weeks after the (B)(6) injection, patient experienced a macropapular rash and flushing and went to a dermatologist. It was reported that the rash started on patient's ankles and was spreading to her breast, chest and neck. Further, reported that it continued to get worse. In addition, it was reported that the patient was on 2 rounds of prednisone but it got worse after cutting the prednisone. Also, reported that it looked like real bad sunburn that then turned pale. On an unknown date, the patient also felt heat coming out of her body. Also, reported that the injection actually helped in her knee. Patient was given synvisc-one by doctor before knee replacement. Patient had spoken to her rheumatologist and was going to see an allergist. Further, reported that the reaction was similar to autoimmune reaction that the patient had experienced previously to synthroid. Corrective treatment: prednisone for maculopapular rash and not reported for rest of the events outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criteria: required intervention for maculopapular rash additional information was received on 24-dec-2015. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 24-dec-2015: the follow up information received does not change the complete case assessment. Sanofi company comment dated 23-dec-2015: this case concerns a patient who reported that after receiving synvisc one injections in both knees she developed a maculopapular rash. Based upon the information provided regarding the positive temporal relationship the causal role of product cannot be denied from the occurrence of the event. However, lack of information regarding the patient's relevant medical history, concurrent conditions, risk factors and the concomitant medications that the patient is receiving, the complete case assessment is not feasible.